Manufacturer narrative:
Follow-up #1 - device evaluation: the retained cartridge has been evaluated by product analysis on 01/05/2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas (B)(6) 2014 alleging a loss of prime issue. The reporter stated that the patient had a blood glucose (bg) of 33.0mmol/l with thirst. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to hyperglycemic event the patient experienced due to a loss of prime issue.